Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately a month and a half following the implant of this transcatheter bioprosthetic valve, a possible aortic dissection or pseudoaneurysm was identified. Upon review, it was noted to likely be a non-full thickness aortic dissection that likely occurred during the valve implant procedure. Unspecified intervention was required to treat the injury. No additional adverse patient effects were reported. Additional information was received that an aortic dissection was confirmed; however, it was unknown if a pseudoaneurysm was confirmed. Per the physician, the cause of the aortic dissection was due to the pigtail catheter and balloon aortic valvuloplasty. Additionally, the delivery catheter system (dcs) did not cause or contribute to the dissection. A computed tomography (CT) scan was scheduled for a later date to determine the rate of growth before potential further intervention. No additional adverse patient effects were reported. Additional information was received that per the physician, the valve did not contribute to the dissection.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately a month and a half following the implant of this transcatheter bioprosthetic valve, a possible aortic dissection or pseudoaneurysm was identified. Upon review, it was noted to likely be a non-full thickness aortic dissection that likely occurred during the valve implant procedure. Unspecified intervention was required to treat the injury. No additional adverse patient effects were reported.

Event description:
Additional information was received that an aortic dissection was confirmed; however, it was unknown if a pseudoaneurysm was confirmed. Per the physician, the cause of the aortic dissection was due to the pigtail catheter and balloon aortic valvuloplasty. Additionally, the delivery catheter system (dcs) did not cause or contribute to the dissection. A computed tomography (CT) scan was scheduled for a later date to determine the rate of growth before potential further intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: no CT imaging was provided for evaluation, just two reports and a 3mensio video clip. The pre-implant case report review (dated 15-aug-2024): the perimeter and perimeter derived diameters measured 77.5 mm/24.7 mm suggesting a 29 mm valve. The aortic root angle is approximately 56°. The patient appears to have a sievers 1 bicuspid aortic valve with fusion of the right coronary cusp (rcc) and non-coronary cusp (ncc). The aortic valve left coronary cusp (lcc) and rcc/ncc raphe appear moderately calcified. There was calcium seen in the aortic annulus under the ncc extending into the left ventricular outflow tract (lvot). No ascending aorta dissection or aneurysm. The post-implant case report review (dated 22-oct-2024): contrast filled space noted near ncc and rcc ¿ possible pseudoaneurysm vs dissection seen approximately 10.2 mm from valve inflow extending approximately 47 mm. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.